Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5035197) on 21-apr-2014. The most recent information was received on 05-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("a lot of pain to the point I could not move except curl up in a ball/ pain/severe and persistent pelvic pain/ debilitating pain"), abdominal pain lower ("cramping/ abdominal that would keep me in bed/ abdominal pain/ felt like insides were ripping") and back pain ("lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous ((B)(6) 2001, (B)(6) 2001, (B)(6) 2007, (B)(6) 2008). Family history included swelling nos. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (salpingectomy to remove the essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the pelvic pain, abdominal pain lower and back pain had resolved. At the time of the report, the mental disorder outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain lower, back pain and mental disorder to be related to essure. The reporter commented: treatment for lower back pain, abdominal and pelvic pain: heating pads and hot baths. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain lower and back pain. Most recent follow-up information incorporated above includes: on 5-jan-2018: reporter's information updated; new reporter added; drug information added; new events added: cramping/ abdominal that would keep me in bed/ abdominal pain/ felt like insides were ripping and lower back pain, mental disorder. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 21-apr-2014. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("a lot of pain to the point I could not move except curl up in a ball/ pain/severe and persistent pelvic pain/ debilitating pain"), abdominal pain lower ("cramping/ abdominal that would keep me in bed/ abdominal pain/ felt like insides were ripping") and back pain ("lower back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and multiparous ((B)(6) 2001, (B)(6) 2001, (B)(6) 2007, (B)(6) 2008). Family history included swelling nos. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (salpingectomy to remove the essure on (B)(6) 2013), surgery (surgery to removal the essure) and surgery (surgery). Essure was removed on (B)(6) 2013. On(B)(6) 2013, the pelvic pain, abdominal pain lower and back pain had resolved. At the time of the report, the mental disorder outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered abdominal pain lower, back pain and mental disorder to be related to essure. The reporter commented: treatment for lower back pain, abdominal and pelvic pain: heating pads and hot baths. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain lower and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.